Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock separated from the tubing of a clearlink continu-flo solution set; further described as the ¿luer lock tip just came undone¿. This was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.